Event description:
It was reported to philips that the flexvision pc failed to bootup. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system and identified the flex vision pc was defective. Analysis of system logfile confirmed the malfunction in flex viewing pc due to grabber cards. To resolve this issue, the fse replaced the flex vision pc and returned to philips for further analysis. The analysis confirmed the malfunction in the flex vision pc and identified the frame grabber card was defective. Following replacement, the system was returned to use in good working order. The failure of the flex viewing pc can be attributed to the issues resolved in medical device correction z-1145-20247. The codes have been updated based on the investigation's outcome.